Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d.4.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Event description:
An inventory coordinator reported an incident in the nicu today where a physician tried to insert a PICC line and upon the insertion, she tried to take out the guidewire from the line but was not able to. She ended up taking out the line completely and re-trying with another PICC line (same product) but had the same issue. This resulted in the infant not getting the PICC line that he needed for his treatment.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. This complaint is also associated with another file. The returned product from the customer was not labeled as to which sample belonged with which lot number. Two samples were returned. One sample was returned with the stylet removed and the catheter hub attached to a syringe. The other sample was returned with the stylet partially removed and bent at the base of the hub. The sample with the removed stylet could not be tested for resistance. However, the partially removed stylet was tested with a water filled syringe and after flushing the catheter, the stylet was easily removed from the catheter tubing. Therefore, the resistance issue could not be confirmed. Since the resistance issue could not be confirmed with the returned samples, establishing a root cause and corrective action is not possible. Argon will continue to monitor for issues of this nature in the future.